Event description:
It was reported to philips that the device failed its therapy delivery test. There was no report of patient involvement.

Manufacturer narrative:
It was reported to philips that the device failed its therapy delivery test. There was no patient involvement. The field service engineer (fse) confirmed therapy test failure. The device needs a high voltage capacitor. Upon conclusion of the evaluation, it was determined that the high voltage capacitor requires replacement. It was replaced. The device passed testing and was put back into service after monitoring for a week without issue.